Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on undisclosed dates and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/2/2019. Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that she underwent mesh revision on (B)(6) 2017 due to pain, sui, urinary frequency and urinary urgency. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.